Event description:
Complainant alleged that during biomed testing, they were unable to perform the 30 joule self test with the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.